Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was having issues reprogramming the quickset. Customer's blood glucose level was 425 mg/dl. Insulin exited the insulin pump when the customer was troubleshooting. The device was not returned.